Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of prolene sutures with pledgets and ethibond excel sutures with pledgets. Potential complaint data ¿ ethibond excel sutures with pledgets. Postprocedural bleeding: defined as the presence of a relevant ICD-10-cm diagnosis code (primary or secondary) for postprocedural bleeding during the index episode of care. Cv procedures: 350, non-cv procedures: 9. Wound disruption: defined as the presence of an or ICD-10- cm diagnosis code (primary or secondary) for wound disruption (see appendix 2) within 90 days of index procedure. Cv procedures: 214, non-cv procedures: 17. Surgical site infection: defined as the presence of an ICD-10- cm diagnosis code (primary or secondary) for surgical site infection (see appendix 3) within 90 days of index procedure. Cv procedures: 181, non-cv procedures: 23.

Manufacturer narrative:
Product complaint #: (B)(4). His report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events.